Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. It was reported that the aortic cuff it was deployed slightly low. Upon reviewing final angiogram there was an endoleak between the ipsilateral limb and the cuff where components were disconnected. It was reported that the physician placed an iliac limb and the endoleak resolved. No additional clinical sequelae were reported.